Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2020. Additional h3 investigation summary: an empty opened foil, a paper lid, a winding former with a needle and multiple suture pieces of product code w3224, lot # pjm639 were received for evaluation. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiples due to the suture has begun with the process of degradation. The product code w3224 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. Additional information was requested and the following was obtained: how many pull off suture needle occurred in this single procedure during use? One. Was the needle removed from the patient during the same procedure? The needle has been removed from the patient. Procedure name and date? Maxillofacial repair surgery, (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a maxillofacial repair procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.